Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a built-in precision meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea and was initially able to self-trat with sugar. A third-party called samu (emergency service) and instructed the customer to stop insulin intake. The following day, the customer was in hyperglycemia and was then instructed to resume insulin intake. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 54 mg/dl and 57 mg/dl was compared to a built-in precision meter reading of 156 mg/dl and 158 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.